Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient was reported to experience phrenic nerve stimulation. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.